Manufacturer narrative:
Complication rare, but not unknown; no evidence of malfunction of the device, but rather inherent risk of contact lens wear.

Event description:
The complaint was first reported in 2007. It was reported as a corneal ulcer. Later the practitioner changed the story and stated that it could have been an abrasion. Changing the fit strategy appeared to help the issue. The abrasion resolved without medication and the complaint was closed. Three months later, the practitioner completed the complaint follow-up form stating it was a severe corneal ulcer that required a corneal transplant. The practitioner stated that if there is a corneal transplant it would be the result of the corneal ulcer. Furthermore, he believed that the corneal ulcer was a result of the corneal lens wear. The practitioner reviewed the lens under the slit lamp and did not find any defects on the lens. Furthermore, no epithelial defect was noticed. As of yet, the corneal transplant has not occurred.